Event description:
It was reported that the patient presented for follow up after multiple shocks were delivered by the implantable cardioverter defibrillator (ICD) for episodes of ventricular tachycardia (vt). During one vt episode the physician attempted to change the settings. However, the electrogram (egm) report formatted symbols for three minutes and did not allow the changes. No interventions were reported.

Manufacturer narrative:
Further information was requested but not received.